Manufacturer narrative:
Trace logs indicate there were several benz cals before/during/after the suspect samples were run on s.n. (B)(4) on (B)(6) at 13:30 and 13:54. After noting second discrepant result, customer ran aqc. Level one passed. Levels 2 and 3 failed outside of their set ranges. Customer contacted manufacturer. Measurement cartridge and cartridge interface frame replaced by field service engineer. Instrument running as expected.

Event description:
Customer reports pco2 results are not matching between two instruments. Customer reported instrument in question was running quite slowly (time to result) after inserting sample. No patient injury was reported.